Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the instructions for use which states in the following to contact olympus incase leakage is detected: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the plastic distal end cover had a crack. In addition to the foreign material found in the jet tube, the evaluation findings are as follows: due to a cut on switch #1, water tightness was lost, the air/water cylinder had discoloration, the suction cylinder had discoloration, the air/water cylinder was deformed, switch #2 had a cut, the scope cover had a scratch, the plug unit had a scratch, the label on the scope connector was peeled, due to damage on the air/water tube, water tightness was lost, due to a crack on the plastic distal end cover, insulation resistance value at the distal end did not meet standard value, due to wear of the angel wire, bending angle in the "up" direction did not meet standard value, the objective lens had a crack, the light guide lens had a crack the connecting tube had a scratch, and the universal cord had a wrinkle. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the evis exera iii colonovideoscope had a defect on the distal end. The issue was found during maintenance. There was no patient involvement in this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material was found in the jet tube. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.